Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reportedly experienced a syncopal episode. No further details surrounding this clinical observation were provided. An attempt to obtain additional information was made but was unsuccessful. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.